Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that the patient started searching for a new physician in (B)(6) 2013 to manage his pump in preparation for his relocation to (B)(6). He had relocated to a different state in (B)(6) of 2013. The patient was having difficulty finding a physician to service his pump. He was required to fly back to (B)(6) where he moved from for the first two refills. He had since located a physician in (B)(6) but this required an eight hour round trip. The patient was extremely leery of making this commute in winter through (B)(6), mountains, snow and ice storms. Another physician was located in (B)(6) to which the patient commented that that physician refused to administer the dosage he had been on for a year and half. Reportedly, this physician commented that the other physicians ¿had no idea what they were doing.¿ as a result of this different dosage administration the patient had been in more pain than he ever had been in over a year. The patient stated he will not go back to this physician and was continuing to search for another physician and asking for assistance. The patient was at the point that he was strongly considering returning to (B)(6) to have the pump removed. In addition, the stress that it caused the patient was now taking a toll on him as he also reported to have other physical issues going on at the same time. It was unknown what medication this device system delivered at the time of the event. Further, the patient shared that arrangements were being made for the patient to travel back to (B)(6) to have the pump removed. The patient was hoping ¿some sanity¿ would return to his life after the pump was taken out. Additional information was requested to clarify the event details, medications, and final resolution and outcome. Should additional information be received a supplemental report will be filed.